Event description:
Nellcor purtian bennett received a call from user facility on 07/16/1999, who called to report the following problem: nurse stated unit stopped cycling while on pt. Alarms did not sound. No patient harm.